Manufacturer narrative:
The results of the investigation are inconclusive since the device was not able to be investigated for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information received, the cause of the reported incident could not be determined.

Event description:
It was confirmed by the site that the patient hospitalization was caused or contributed by cardiomems as the patient was not taking consistent readings leading up to the hospitalization.